Event description:
Patient reported thru consumer care center: I'd love to run and play but the artificial disc you made and pulled off the market when they started breaking and leaving us worse of than before our surgeries and no doctors that understand how to fix it.... Thanks a lot for nothing!!! The doctor (B)(6) who implanted refused to treat me after 2008 (it was implanted (B)(6) 2006) I can't find another doctor who want to touch or even knows how to treat me. In 2009 @ (B)(6) years old I was found to be (B)(6) disabled and I was force to retire from the (B)(6) and also I was found (B)(6) from (B)(6). (B)(6) spine and their (B)(6) artificial disc has destroyed my life!!!! I have x-rays and MRI results but never have I seen a doctor who has a clue what it is!

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.